Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that users were unable to log into device using bioid. A technical support specialist, reinstalled bioid driver to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, the medication door is preventing them from gaining access to the medications. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.